Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. E1: (B)(6).

Event description:
The incident involved a primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, 103 inch. The reporter stated that there was leakage on the filter vent. There is unknown patient involvement and no report of patient harm.